Event description:
The pt tested blood glucose on suspect device and was 103 mg/dl. She retested blood glucose on suspect device and was 113 mg/dl. 1 hour later she was taken to the hosp for vomiting. She was admitted after their device reading for blood glucose was 580 mg/dl and lab blood glucose was 600 mg/dl. She was given insulin drip and treated for dehydration.